Manufacturer narrative:
The sample was not returned for evaluation. The investigation is inconclusive for the alleged missing component issue. The root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1668362, implantable port, was allegedly missing a component upon opening the package. This information was received from a single source. There was no reported patient contact. The patient's age, weight, and gender were not provided.